Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer was hospitalized and ultimately admitted to the intensive care unit (ICU) with an elevated blood glucose level of 850 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer was discharged from the ICU on 7/25/2025 with no permanent damage and the issue resolved. Ultimately, the customer reverted to an alternate method of insulin.